Manufacturer narrative:
Case outcome: final product manufacture and qc record for cfl4080009. No issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080009 meet the qc criteria. There was the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s). The user reported that their test cassette did not produce a control (ctl) line. It was confirmed that the user performed the test procedure correctly.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in additional follow-up MDR.

Event description:
Invalid result(s). The user reported that their test cassette did not produce a control (ctl) line. It was confirmed that the user performed the test procedure correctly.